Event description:
It was reported that during a lap nissen fundoplication procedure, the device's tissue pad came loose, but did not fall off. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.